Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The tip was bent and broken and the handle was deformed. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the 5fr grasper forcep has a broken tip. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and updated b3, h4 UDI, h6. Based on the results of the investigation, it is likely that the event occurred due to mishandling or excessive force. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Note: the device lot manufacturing date is january, 2022, however, jan 1, 2022 was used for the h4 update. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported broken/bent forceps grasper tip was confirmed, however, a root cause could not b determined, as no additional event information was reported or available. Olympus will continue to monitor field performance for this device.